Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was about a year and a half ago the patient was told they would have to have their ins replaced because it was old. Patient stated that the battery had not worked for about 1. 5 years and they were waiting for a call back from their healthcare provider. Patient mentioned that it did not work right, it would not take a charge and when it did work it was not right. Patient met with a manufacturer representative (rep) and then a rep about the issue and before meeting the pt charged the ins to a full charge then the next day with the rep they hooked up their machine and it showed the ins was charged but it was not working. Pt would sit for 8 hours to charge the ins but got nothing for it never turned over. Patient noted that they were in constant pain from the waist down and that was what they had the spinal cord stimulator installed for. The pain was constant and patient was on pain medications but the ins alleviated taking so many.